Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced intermittent but significant diaphragmatic stimulation for several years. The lead was therefore surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced intermittent but significant diaphragmatic stimulation for several years. The lead was therefore surgically abandoned. No additional adverse patient effects were reported. Additional information was received which reported that the lead also exhibited high threshold measurements, and was noted to have been in an unfavorable position in the patient anatomy. However, there were no allegations of a lead malfunction. No additional adverse patient effects were reported.